Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump was alarming no delivery when attempting to deliver a bolus. Customer did not recall their blood glucose level at the time of the incident. Troubleshooting was performed and it was determined the alarm was caused by an infusion set and or reservoir occlusion. The customer is not returning the reservoir for analysis.